Manufacturer narrative:
The reported event could be confirmed. Visual inspection: two screws were returned. Both screws have a visible damage on the threaded part under the screw head. The screw's thread in this area is deformed. Based on investigation, the root cause could not be established for the moment. Therefore, a non-conformity report was opened and is investigating the event further. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
As reported: "angular stability is functionless."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "angular stability is functionless."